Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that upon insertion of foley, nurse was unable to inflate balloon, able to insert 2 ml and the inflation port enlarged at the hub. Also stated that proper insertion technique was used, urine returned, and catheter was inserted all the way into the hub. Nurse removed the catheter balloon still would not inflate. New foley was placed and the sensor did not work. This happened on (B)(6) 2023. Then again same issues were noted with the probes, cords switched, and connections checked, but did not fix. It was stated that the machine stopping therapy because it cannot obtain an accurate temperature from the bard temp sensing foley. Foley was transmitting to the monitor, however it was unable to transmit to the arctic sun machine. Per follow up information received via phone on 24apr2023, it was reported that the temperature sensing foley was not giving accurate temperature. Readings so an esophageal probe was used instead.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.\ correction: d, f, g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon insertion of foley, nurse was unable to inflate balloon, able to insert 2 ml and the inflation port enlarged at the hub. Also stated that proper insertion technique was used, urine returned, and catheter was inserted all the way into the hub. Nurse removed the catheter balloon still would not inflate. New foley was placed and the sensor did not work. This happened on (B)(6) 2023. Then again same issues were noted with the probes, cords switched, and connections checked, but did not fix. It was stated that the machine stopping therapy because it cannot obtain an accurate temperature from the bard temp sensing foley. Foley was transmitting to the monitor, however it was unable to transmit to the arctic sun machine. Per follow up information received via phone on 24apr2023, it was reported that the temperature sensing foley was not giving accurate temperature. Readings so an esophageal probe was used instead.

Event description:
It was reported that upon insertion of foley, nurse was unable to inflate balloon, able to insert 2 ml and the inflation port enlarged at the hub. Also stated that proper insertion technique was used, urine returned, and catheter was inserted all the way into the hub. Nurse removed the catheter balloon still would not inflate. New foley was placed and the sensor did not work. This happened on (B)(6) 2023. Then again same issues were noted with the probes, cords switched, and connections checked, but did not fix. It was stated that the machine stopping therapy because it cannot obtain an accurate temperature from the bard temp sensing foley. Foley was transmitting to the monitor, however it was unable to transmit to the arctic sun machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.